Event description:
It was reported that the patient experienced a loss of therapeutic effect and a return of fecal incontinence which was exacerbated by chronic cough. This was indicated to have started about two weeks prior to the report. The patient could reportedly see her programs but the screen indicated her device was ¿offline.¿ the ¿no telemetry screen¿ was obtained when an attempt was made to interrogate the implantable neurostimulator (ins). After additional review, it was reported that the stimulator was working fine but all of a sudden ¿it¿s not working¿. It was also noted that the patient was ¿having problems.¿ it was later reported that the patient was unable to make adjustments both with or without the antenna attached. The reporter indicated that the patient had been trying to make adjustments for about 4 days and had not been successful. The patient was reportedly only getting the poor communication screen. It was also stated that the patient experienced no stimulation sensation. It was noted that the patient had an accident while walking her dog. There was no known accident related to this complaint.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # v855595, implanted: (B)(6) 2011, product type lead. (B)(4).